Manufacturer narrative:
H6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid has been in the fluid line. Electrodes have been heavily used. Two of the electrodes have eroded into separate two pieces each. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include: (1) using the device as a lever to enlarge surgical site. (2) mechanical displacement of tissue through applied force. (3) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an adenoidectomy, the electrode of the procise xp broke. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.